Event description:
On (B)(6) 2025, the user experienced an incomplete meal delivery, with only 25% administered before a ¿delivery incomplete¿ message. No alerts were triggered, and no supply change had been done that day. The issue was later identified as likely motor stalls (alert 38) caused by a partially clogged infusion set and requires three consecutive stalls to announce. The user¿s blood glucose (bg) rose to 400 mg/dl and was corrected by the ilet algorithm after a supply change and the user's bg trended back into range. The user's highest blood glucose (bg) recorded was 400 mg/dl. Symptoms reported included thirst. No medical intervention reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.